Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that removal difficulty occurred. The target lesion was located in the proximal left anterior descending artery. Following pre-dilation with a 2.50 x 10mm balloon catheter, a 20 x 3.50mm promus elite drug-eluting stent was advanced for treatment. However, the stent failed to cross the lesion due to plaque morphology. During withdrawal, the stent became caught. The procedure was completed with an alternate device. No patient complications were reported.